Event description:
Caller states the pt tested 2.6 inr on the coaguchek xs test system and 2.0 inr on the coaguchek s test system during duplicate testing. No action was taken based on device results. No adverse event reported. Requested return of suspect test system and replacement was sent. Comparison performed in a medical facility. Coaguchek xs test system: meter, test strip lot 20149735, exp 12/31/07, cat/03555666001. Coaguchek s test system: meter, test strip lot 439a-g1, exp 04/30/08, cat/3116247.

Manufacturer narrative:
Suspect device for this medwatch is the coaguchek s test strip.